Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026 while on vacation in jamaica. The patient's blood glucose levels reached 29.0 mmol/l (522 mg/dl) while wearing the pod on the abdomen between 5 and 24 hours. Symptoms reported as ¿classic symptoms of high glucose levels¿. The patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with intravenous fluid and insulin intravenously. The patient was sent home on same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.